Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. This component was located at the distal end of the instrument and served as the interface between the instrument and the user-installed tip accessory. The broken piece, measuring approximately 1.8mm x 2.6mm, was not returned with the instrument. Visual inspection was performed, and there was no damage to the snake wrist cables, housing, and shaft. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during central processing, a small piece of the 6mm monopolar curved scissors instrument broke off the grey plastic. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was noted outside of a procedure. The device was not used on the patient. The damage is described as a small piece missing from the tip of the ring.